Event description:
The sales representative reported on behalf of the customer that the device, y28d, y-knot rc disposable drill bit, 2.8 mm, was being used in a remplissage procedure on (B)(6) 2026 when it was reported, ¿drill bit broke off in the operation.¿ further assessment has found the device broke into two parts with one part remaining in the hp and the other part being in the patient. The fragmentation in the patient was retrieved and the surgery was continued. There was no report of injury, medical intervention, or hospitalization for the patient. The procedure was completed as planned with a 5-minute delay. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
G3 initial awareness date was 5/29/26. The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.